Event description:
It was reported that customer experienced high as well as low blood glucose. The customer stated that the insulin pump was suspended on low blood glucose for hours and the blood glucose level rose from 22 mmol/l to 25 mmol/l, and after few hours the blood glucose also went down to 2.6 mmol/l. Customer treated hyperglycemia with blousing and injection and hypoglycemia with food. It was unknown whether the customer was using auto mode at the time of incident or not. The customer also stated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. The alarms were not in progress and the buttons were unresponsive. The insulin pump was neither dropped nor exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.